Event description:
At the start of a surgery, an operating room nurse was preparing to insert a foley catheter into an obese female with dwarfism- the patient had many physical problems which made it difficult for the nurse to see the urethra- after the nurse had finished prepping the site, she placed one of the betadine prep swabs, which are on a stick, into the patient's vagina to act as a landmark and to partially obstruct the vaginal opening- after the surgical procedure was completed, the patient returned to the post-op floor, the foley catheter was removed and the patient was discharged home- the next day, the post-op unit received a call from the patient stating that she had felt some pressure in her vagina and when she urinated she pulled "a small, hard plastic piece out of her vagina." The patient was instructed to go to her physician's office and bring along the item- it was determined that the item removed was a betadine swab on a stick from the foley prep kit. The patient was not injured- upon investigation it was discovered that this is a somewhat common practice among nurses even thought it is not the intended use of the betadine prep swab in the foley kit- we wanted to alert the manufacturer so they can consider putting a warning label on the packaging or somehow alter the design of the stick to prevent it from being placed in the vagina-